Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used in spinal therapy for vertebral replacement repeat surgery, screw extension fixation for l3 vertebral fracture. Procedure involved in the initial surgery was percutaneous pedicle screw fixation for vertebral body replacement. Levels implanted were l2. It was reported that the extended end cap broke. Bone fusion failure due to implant damage were the patient symptoms reported. There is a revision surgery planned. Additional information was received from the manufacturer representative that the revision surgery performed as per schedule/plan for explant in (B)(6)2024.